Event description:
It was reported that during a coronary stent procedure, the physician initially experienced inflation difficulties during post dilation. It was also reported that there were deflation difficulties. Attempts to rupture the balloon were unsuccessful and the balloon was eventually deflated. Pt status is listed as "okay".